Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while centrifuging bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes that the plastic cap shattered and the rubber stopper was damaged on two (2) tubes. Centrifugation was reported to be less than 1500 rcf. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields have been updated with additional information. D9: device available for evaluation: yes. D9: returned to manufacturer on: 19-nov-2024. Investigation summary: bd received 5 samples and 2 photos for investigation. The photos were reviewed and show evidence of a damaged stopper and a damaged fragment of the hemoguard shield in the centrifuge. Additionally, the customer samples along with 1 retention sample from bd inventory, were evaluated by functional testing. The issue of damaged cap damage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode cap damage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while centrifuging bd vacutainer® k2e (edta) 18.0mg plus blood collection tubes that the plastic cap shattered and the rubber stopper was damaged on two (2) tubes. Centrifugation was reported to be less than 1500 rcf. There was no health impact or consequence reported.